Event description:
Per information provided: on (B)(6) 2017 ¿ patient was diagnosed with incarcerated umbilical hernia thereby underwent laparoscopic repair with the implant of composix l/p mesh (device #1). Per operative notes, ¿a piece of composix l/p mesh (device #1) was placed on the skin of the anterior abdominal wall using sorbafix tackers.¿ on (B)(6) 2017 ¿ patient was recurrent incarcerated ventral incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh (device #2). Per operative notes, ¿the adhesions to anterior abdominal wall near the hernia defect and mesh (device #1). The adhesions were lysed. A ventralight st mesh (device #2) was placed in the middle and centered over the hernia defect using tacker.¿ on (B)(6) 2017 ¿ patient was diagnosed with reducible ventral hernia thereby underwent open repair. Per operative notes, ¿the hernia was in subxiphoid region. The previously placed mesh (device #1, #2) was encountered. The overlying mesh (device #1) had moved apart somewhat.¿ on (B)(6) 2018 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of ventralight st mesh (device #3). Per operative notes, ¿adhesions of omentum to the colon and mesh were lysed. The previously placed mesh (device #1, #2) in the subxiphoid region had shifted to the left somewhat and there was a recurrence at the midline just to the right of the mesh. A piece of ventralight st mesh (device #3) laid to cover the hernia defect using optifix tackers.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2016) is considered to be a best estimate. This emdr represents the bard mesh - composix l/p (device 1). Additional supplemental emdrs were submitted to represent the bard ventralight st mesh (device 2) and bard ventralight st mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.